Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the customer reported that the tip on the fenestrated grasper became misaligned. The customer could not remove the fenestrated grasper through the cannula and had to remove the cannula with the instrument in order to get it out. The customer broke the tip of the fenestrated grasper to remove the cannula. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the customer, they were no aware if fragments falling into the patient. The resolution to the reported event was that the tip-up fenestrated grasper and cannula were removed from the patient together in one piece. The cannula and the instrument were replaced. According to the customer they could not actually see the whole plastic part and the customer was unable to verify if there were fragments that needed to be retrieved. The instrument could not be manipulated enough to see the complete area. There was no additional surgical procedure required to remove the fragment. There were no post-operative tests such as x-ray performed. The instrument was in use for 60 to 90 minutes and was inspected prior to use with no damage noted. Upon final removal of the instrument the wrist of the instrument could not be straighten. The resistance that the surgical staff felt upon final removal was that the instrument could not be removed through the cannula. The procedure was completed robotically with no patient harm or injury. Patient demographics were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint and found that the primary failure of a broken main tube to be related to the customer reported complaint. A piece measuring proximately 0.261" x 0.300" was not returned with the fenestrated grasper. The root cause of the broken fenestrated grasper main tube is typically attributed the user. Additionally, the fenestrated grasper was found to have a broken grip cable at the proximal clevis. There was damage found on the proximal clevis cable holes. As a result, the proximal clevis with the distal end is observed to be detached from the main tube. Root cause of this failure is attributed to the user. Failure analysis noted that the fenestrated grasper is a new design and the crimp is not readily visible during failure analysis. From engineering review the crimp will not fall out unless the grip assembly is severely damaged. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Root cause of this failure is attributed to the user. The instrument was found to have mechanical indentations on the proximal clevis. Root cause of this failure is attributed to the user. The instrument was found to have various scratch marks on the main tube. The scratch marks were .087¿ - .134¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to the user. A review of the device logs for the fenestrated grasper (part# 470347-12 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the fenestrated grasper was last used on 09/28/2022 via system serial# sk3075. There were 9 uses remaining after this last usage. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.